Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2015. Approximately 7 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient has experienced pain, stiffness, discomfort, joint effusion and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. Revision op report on (B)(6) 2023. Diagnosis: aseptic loosening left total knee. Findings: gross loosening of the femoral component, patellar component and early loosening tibial component. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2023-02297, 1038671-2024-05024 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02297, 1038671-2024-05024 g4: 510k unknown due to specific device not being reported. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.